Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought out medical attention with an ambulance which took them to the emergency room on (B)(6) 2026 with hyperglycaemia and raised ketones (no values provided) while wearing the pod for longer than 48 hours. The patient reported that the pod was leaking insulin. Reported symptoms include vomiting, light-headedness, blurred vision and the patient was in and out of consciousness. The patient was told in the emergency room they had potential diabetic ketoacidosis however this diagnosis was not confirmed. The patient was treated with intravenous saline intravenous potassium and insulin. The patient was released 7 hours later, on the same day.

Manufacturer narrative:
Inspection of the fluid path found no evidence of the reported leak.